Event description:
It was reported that prior to a stent treatment procedure, the sterile pouch was not sealed. While unpacking the 2.75x16mm promus element stent, it was noted that the seal of the inner sterile pouch was not intact and the device was "dropping" out from the open package. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a stent treatment procedure, the sterile pouch was not sealed. While unpacking the 2.75x16mm promus element stent, it was noted that the seal of the inner sterile pouch was not intact and the device was ''dropping'' out from the open package. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - holding the package with pouch label upwards: a visual examination found that the top vendor seal was opened. The seal was opened along its full length. Tyvek was present on the poly side of the opened seal, therefore indicating that a complete seal had been present. The previously sealed area measured approximately 8mm in width. A moon shaped line was visible on both the poly and the tyvek in the previously sealed area. The moon shape on the poly began approximately 12mm from each end on the inside edge of the seal. All other seals were intact. The pouch was partially opened at the corner of the opening seal, indicating there was an attempt to open the pouch during preparation prior to noticing the defect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is manufacturing related. (B)(4).